Event description:
On october 5, 2006 the lay user/reported contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter since the patient/reporter could not be reached by telephone. The patient was unable to test for approximately a week and a half and neglected to tell anyone in his family. The reporter described the pateint experiencing dry mouth sensation and having frequent urination during the time of concern. He went into a coma. He was admitted to a hospital and administered insulin treatment. The reporter did not have any supplies at the time of the call. She reported that she replaced the battery in an attempt to resolve the issue; however, the meter would not power on. The customer care representative replaced the meter with a one touch basic enhanced model, due to his vision. This complaint is being reported due to the following conclusion: the patient was unable to test due to the unresolved power issue, developed symptoms of high blood glucose during this time, went into a coma, and received insulin treatment at a hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.